Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 68-year-old male, race and ethnicity unknown, in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The complainant reported the patient was on impella cp support due to an unspecified cardiac incident. While on support, the patient experienced access site bleeding that appears to have resolved without any additional care. Additionally, the patient experienced low pump flow that required replacement with a new pump.